Manufacturer narrative:
Title: sleeve lobectomy versus lobectomy for primary treatment of non-small¿cell lung cancer: a single-center retrospective analysis source: j surg oncol. 2021;123:553¿559. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed 2006 and 2014. 506 patients underwent lobectomy (86% were open procedure and 14% for thoracoscopic assisted procedure) and 252 patients underwent sleeve lobectomy. A stapler was used during thoracoscopic lobectomy for vascular and bronchial closure and was not listed as a device used in open lobectomies or sleeve lobectomies. It is unspecified which complications occurred in thoracoscopic assisted lobectomies but included death. One complication was bronchial insufficiency and there were 2 deaths that potentially could be related to bronchial insufficiency.